Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an error # 3 and failed the power up test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the scroll motor. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had an error # 3 and failed the power up test. There was no patient involvement, and no adverse event reported.